Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain ") and vulvovaginal pain ("vaginal pain "). The patient was treated with surgery (one or more surgeries to remove one or more essure coils ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea, menorrhagia, leiomyoma nos, skin rash, back pain, acid reflux (oesophageal) and ankle operation. Previously administered products included for an unreported indication: mirena from 2003 to 2006 and birth control pills from 1999 to 2002. Past adverse reactions to the above products included contraception with birth control pills and mirena. Concurrent conditions included overweight and irritable bowel syndrome since 2014. Concomitant products included lactobacillus acidophilus from 2013 to 2016. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions"), fatigue ("fatigue") and weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (one or more surgeries to remove one or more essure coils, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash and fatigue was resolving and the abdominal pain lower, abdominal pain, vulvovaginal pain, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the left essure coil appears to be in the middle of the uterus. The right essure coil is located near the corm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Events added from pfs- mood swings, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions, dysmenorrhea (cramping), fatigue, weight gain, lower back pain. Outcome of event pelvic pain, genital haemorrhage, were update. Onset date of event pelvic pain were update. Date of implanted were update. Historical drug and condition, concomitant disease and drug, plaintiff name, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia, leiomyoma nos, skin rash, back pain, acid reflux (oesophageal) and ankle operation. Previously administered products included for an unreported indication: mirena from 2003 to 2006 and birth control pills from 1999 to 2002. Past adverse reactions to the above products included contraception with birth control pills and mirena. Concurrent conditions included irritable bowel syndrome since 2014 and overweight. Concomitant products included lactobacillus acidophilus from 2013 to 2016. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"), was found to have uterine leiomyoma ("fibroids") and underwent hernia repair ("hernia repaired"). The patient was treated with surgery (one or more surgeries to remove one or more essure coils, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash and fatigue was resolving and the abdominal pain lower, abdominal pain, vulvovaginal pain, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, back pain, uterine leiomyoma and hernia repair outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital haemorrhage, hernia repair, menorrhagia, mood swings, pelvic pain, rash, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the left essure coil appears to be in the middle of the uterus. The right essure coil is located near the corm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on(B)(6) 2020: social media content received: reporter added. Events: fibroids and hernia repair were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.